Manufacturer narrative:
The insulin pump passed prime, excessive no delivery and displacement tests. No excessive no delivery alarm or no reservoir alarm during our testing. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump has been alarming no delivery since thursday. Customer has reverted to his backup plan due reoccurrence of issue. Customer's blood glucose was 12 mmol/l. Customer changed the infusion set and site. Device alarmed again during bolus. Displacement was performed and the device said no reservoir. The device is returning for analysis.